Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Note: patient's identifier is not available, date of birth is unknown date of event is unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5091060. It was reported that a female patient who underwent breast surgery with unspecified gel implants experienced forgetfulness, gastrointestinal symptoms, lack of sleep, muscle pain, joint pain, hair loss and chest pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right sided device. See 1645337-2020-00557 for contralateral prosthesis report.